Event description:
Epithelial abrasion, probable infectious keratitis following overnight wear of paragon vision sciences crt lens. Patient first wear was in 2003 with follow-up the following month, uncorrected va 20/20 od,os with centered treatment od, os. In 2003 reported pain, blurred vision os, photophobia, corneal edema and mucous secretion. Treated with bandage lens (focus night & day) viagmox qid and scopolamine bid. Five days later epithelium totally healed with peripheral epithelial scar. Fourteen days later os -3.75 20/20, decreased haze.